Event description:
It was reported that an intraocular lens (iol) haptic came off, there was patient contact, suspect product was discarded. It was learned that the suspect pre-loaded lens was broke and noticed as twisting that it was broke and pulled it out. The haptic was described as separated completely. No other information was provided.

Manufacturer narrative:
Age, weight, : unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence not explanted. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.